Event description:
It was reported there was an over infusion of ketamine. Ketamine (500mg/250ml) was programmed manually at 0324 with a prescribed rate of 6.4ml/hr (1.99mcg/kg/min). A new 250ml bag was hung using interoperability at 0956 at the same prescribed rate of 6.4ml/hr, however per infusion rate of 6.4ml/hr a calculated rate of only 38.9mls would have infused from the time between 0324 and 0956. When customer attempted to review the all infusion data to verify the over infusion there was reported gaps in the data. Customer is requesting review of the keystroke logs. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: initial reporter phone #, report source, report source other, reason code for no evaluation - if other specify. Additional information: imdrf annex a, g, b, & c grids & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported there was an over infusion of ketamine. Ketamine (500mg/250ml) was programmed manually at 0324 with a prescribed rate of 6.4ml/hr (1.99mcg/kg/min). A new 250ml bag was hung using interoperability at 0956 at the same prescribed rate of 6.4ml/hr, however per infusion rate of 6.4ml/hr a calculated rate of only 38.9mls would have infused from the time between 0324 and 0956. When customer attempted to review the all infusion data to verify the over infusion there was reported gaps in the data. Customer is requesting review of the keystroke logs. There was patient involvement but no patient harm.